Manufacturer narrative:
The hill-rom technician found the CPR cable was disconnected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the CPR cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head was stuck in the up position. The bed was located at the account on the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).